Event description:
The lead was received by the returns laboratory without explant paperwork. The reason for the explant is unknown. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal section of lead was returned severed at 18.2 cm from the terminal pin. A set screw mark was noted on terminal pin and ring. Visual inspection revealed that the outer insulation was slightly flattened and underneath both the anode and cathode coils were fractured in several pieces. The damage was located at approximately 17 to 17.4 cm from the terminal pin. Due to location and type of damage, analysis concluded that it was most likely due to clavicle first rib crush. This finding could have contributed to the clinical observation.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited oversensing and impedance measurements greater than 2500 ohms for an unknown reason. The device was reprogrammed to vvi 70. The boston scientific sales representative is attempting to obtain additional information. No adverse patient effects were reported.

Event description:
The boston scientific sales representative discussed the situation with the clinic and found that there has not been a surgical intervention scheduled for this patient and the device remains programmed to vvir 70. There has been no adverse patient effects.